Event description:
It was reported that the communicator emitted smoke. A boston scientific company representative reported that no physical injury or medical treatment was needed. The patient also reported that the lightning strike caused damage to the communicator. The company representative opted to replace the communicator. The communicator was deactivated. No adverse patient effects were reported.